Event description:
Boston scientific crm received information that there is concern that this implantable cardioverter defibrillator (ICD) may be depleting prematurely. At a routine follow-up exam, the battery status was observed to be at middle of life 2 status (mol2, 2.60v, 17.2 sec charge-time) (B)(6) months post-implant. Also, this device was part of the (B)(6) 2007, shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service and that the patient will be followed more frequently until the device reaches elective replacement indicator (eri) status. If additional information becomes available this event will be updated and an updated report will be submitted. Additional information received noted that this device was explanted and replaced. Upon return and analysis this investigation will be updated.